Manufacturer narrative:
Occupation - other; inventory manager. Other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2023, utilizing the reform pedicle screw system, while final tightening a lock screw, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip was removed and the procedure was completed utiizing the second driver readily available in the set. There was no patient injury or delay to the procedure.